Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic and upon interrogation the implantable cardioverter defibrillator exhibited that the charge time limit had reached. A charge limit notifier was delivered. The charge time was checked and was noted to be "good" as a result it was elected to continue to monitor the patient.